Manufacturer narrative:
Z-800wf pump (B)(6) was flow rate tested with a flow rate deviation of (B)(4) which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 01/17/2023, zyno medical received a complaint that "pump programmed pump alarmed "air in line" IV bag empty but pump still stated that there was still time and fluid remaining but IV bag/bottle was empty. IV was infused an hour earlier than it should have before IV bags start infusing total volume in IV bag and pump programmed are verified by a second rn. Thankfully there was no harm to the patient per rn." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.